Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2023-04341. It was reported that during an elective ipg replacement, the physician pulled out both leads along with the ipg. In turn, the leads were explanted. Nothing was implanted.